Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant an x-ray was taken and a device migration was noted. In addition, the lead had dislodged. A revision took place and the system was repositioned successfully. No additional adverse patient effects were reported.